Event description:
It was reported that 20 bd alaris¿ smartsite¿ gravity burette sets came apart either while priming them with saline or during the infusion. The following information was provided by the initial reporter: "several incidents over the last few weeks where the bottom of the burrete disconnects during use. Some incidents have occurred during priming of the set whilst others have occurred during infusion of saline... The issue is that the bottom part of the burrette is falling off during priming. There has also been incidents where the bottom of the burrette has come apart during use (during infusion)"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes d.9. Returned to manufacturer on: 1/4/2022 d.4. Medical device lot #: 21109297 d.4. Medical device expiration date: 10/4/2024 h.4. Device manufacture date: 10/04/2021 h.6. Investigation: nine 10037032 samples were received without packaging for investigation, with residual fluid in the device. A visual inspection confirmed the customers experience as all of the samples were received with the bases detached and could not be securely reattached for functional leakage testing. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the base of the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21109297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 20 bd alaris¿ smartsite¿ gravity burette sets came apart either while priming them with saline or during the infusion. The following information was provided by the initial reporter: "several incidents over the last few weeks where the bottom of the burrete disconnects during use. Some incidents have occurred during priming of the set whilst others have occurred during infusion of saline... The issue is that the bottom part of the burrette is falling off during priming. There has also been incidents where the bottom of the burrette has come apart during use (during infusion)"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.